Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 350 mg/dl. A cartridge change was performed resolving the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.